Event description:
It was reported to philips that the system could not be switched on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not be switched on. Review of the system log file confirmed the malfunction as there was error in application. Upon troubleshooting fse found that the problem with the geo module, xper module, imaging module, and the xray feature was not being activated; consequently, the entire system was non-functional and power supply in m cabinet was faulty. To resolve the issue, fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.